Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the cables are quite long. Recently, one of their nurses tripped over the cords and fell, resulting in a broken rib. Additional information received on 09JUL2026 stated that the employee did seek medical attention following the fall. At this time, they are unable to provide further follow-up, as the employee is currently on vacation.